Manufacturer narrative:
Clinical review: a clinical investigation was performed. Due to the lack of the required information, a temporal relationship between this patient¿s passing and ccpd therapy on the liberty select cycler is unknown. It is well-known chronic kidney disease (ckd) greatly increases mortality, even in the setting of rrt through dialysis. Though the cause of death and the contributing comorbidities of this patient are unknown, there is a high likelihood that patients undergoing rrt may have additional compounding factors that contribute to death in ckd patients. Based on the available information, there is no specific allegation or objective evidence indicating a patient¿s death occurred relating to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) malfunction caused or contributed to the patient¿s death. Should additional information become available related to a fresenius device(s) and/ or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient had expired on (B)(6) 2020. Multiple attempts were made to contact this outpatient dialysis clinic; however, no additional information concerning this event were obtained. Based on the information reviewed in the intake form, it was unknown if the patient was actively dialyzing at the time of death or if the patient¿s death was related to pd therapy. It was reported the patient expired in either a hospital or a clinic. The pertinent patient information including cause of death, age, past medical history and concomitant comorbidities were not provided. Though the patient comorbidities are unknown, it is reasonable to assume the patient had chronic kidney disease, evidenced by the requirement of pd therapy. Additionally, it was unknown if any associated fresenius device(s) or product(s) were available to be returned for product investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test, valve actuation test, go no go check and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.